Event description:
Complainant alleged that during a routine shift check by a clinician the device displayed a "status 42" message. After the device displayed this message, the device was powered off and then the device powered up without display. Complainant indicated that there was no pt involvement in the reported malfunction.